Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, the guidewire could not reach the end of the lead. After several times of adjustment and tests, capture threshold and pacing lead impedance measurements were high. The lead was replaced. Patient¿s condition was stable.